Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy which led to therapy exhaustion. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial fibrillation. Ts recommended programming enhancements. No additional adverse patient effects were reported.